Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 20 mg/dl at the time of the incident. The customer stated that she needed some assistance to check if the settings were correct. The customer stated that one of the bolus wizard settings was too low and she may have been over bolusing. The customer was assisted in updating the settings. The customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.